Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50 mm x 15 mm nc emerge balloon catheter was advanced and got kinked due to angulation when crossing the lesion. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50 mm x 15 mm nc emerge balloon catheter was advanced and got kinked due to angulation when crossing the lesion. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: nc emerge mr, ous 3.50mm x 15mm was returned for analysis. A visual and tactile examination identified no kinks or damage. An examination of the distal extrusion identified no kinks or damage. The device was received with the balloon in a deflated state (not folded). A detailed microscopic examination of the balloon material identified a pinhole tear in the balloon, in the mid-section of the balloon. A microscopic examination of the proximal and distal markerbands identified no damage.